Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the on (B)(6) 2025 at 13:35 the patients flow dropped on left ventricular assist device (lvad) to 0.4lpm and they went unresponsive. Three rounds of epinephrine (epi) were administered prior to initiating compressions. Due to the persistent low flows, the cardiac surgery physician's assistant (pa) did a controller exchange. According to the nursing staff, a few more minutes of compressions were administered before flows were reestablished on the lvad. It was noted that the flows returned following the controller exchange. The controller did not remain in use as the patients back up. Log files were sent for review. The log file captured the start of low flow events on (B)(6) 2025 at 13:28:38. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the events. At 13:28:38 the flow was at 4.3 lpm, then dropped to 2.4 lpm. The flow then continued to drop. The pump was running at this time. At 13:34:50 the driveline was disconnected. The log files could not determine the reason for the drop in flow values. The cause of the low flows/ cardiac arrest was unable to be determined. Additional diagnostic testing was not performed because the patient was too unstable to transport. The patient had increased pressor requirements due to profound vasodilatory shock state. The patient passed away.

Event description:
Reportedly nothing was wrong with the controller and there was no mechanical failure. The patient passed away on (B)(6) 2025. The family had declined an autopsy. It was unknown if death was device related. The device had operated as expected. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was evaluated following the reported event of a drop in flow, a controller exchange, and the patient passing away. The submitted log files were evaluated and data from (B)(6) 2025 ¿ (B)(6) 2025 was reviewed. Starting on (B)(6) 2025 at 13:28:58, low flow alarms activated due to the flow falling below the low flow threshold. The alarms did not resolve before the driveline was disconnected on (B)(6) 2025 at 13:34:50, consistent with the reported controller exchange. The returned system controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system as intended for an extended period of time. Provided information stated that there was no mechanical issue with the system controller. The reported event could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5 - ¿alarms and troubleshooting¿, and heartmate 3 IFU with heartmate touch section 7 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and audible) that are associated with the system controller, including backup battery fault alarms, and the actions to take if the alarms cannot be resolved. The IFU and patient handbook caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.